Manufacturer narrative:
Tw: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the seal from the hst iii system (4.3 mm) could not be loaded into the delivery device during the loading procedure, rendering it unusable for clinical use. A new device was used to complete the procedure. There were no adverse health effects to the patient, no additional procedures were required, and there were no delays.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The lot # 3000473064 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.